Event description:
The device reached eri normally. A sudden drop in battery voltage occurred and the device reached eol in 6 days. The device was explanted and replaced and there were no adverse consequences to the patient.

Manufacturer narrative:
Premature battery depletion was confirmed by analysis. Bench testing on the device was performed, and no sources of high current were noted. In further analysis of the battery, lithium clusters were observed which were shorting the anode and cathode of the battery. These analyses concluded that the premature battery depletion was caused by a lithium cluster induced short circuit.